Manufacturer narrative:
This report is filed, february 11, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site (dates not reported). The patient is scheduled for surgery to have the device explanted; however, the surgery has not been confirmed to have occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016 and the patient was prescribed oral antibiotics. This report is filed july 15, 2016.